Event description:
The customer reported via phone call that they had a keypad anomaly. The customer reported attempting to exit from the main menu with the escape button and the insulin pump froze. Customer also reported a button error alarm occurred and the buttons became unresponsive. Customer's blood glucose was 108 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected frozen display noted. The insulin pump received with cracked case at the display window corners, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.